Manufacturer narrative:
(B)(4): information unavailable. Additional information requested and the following was obtained: who did the implant? Surgeon, resident, surgical assistant? Dr. (B)(6) ¿ implant and explant number of fills/adjustment if applicable? Quite a few to get adjusted before removal- upper gi looked good and decided to remove the band. Preparing for the sleeve approximate volume in band if applicable? During last fills, placed 8 and then removed 4 prior to decision to remove. Who performed the adjustments? Dr. (B)(6). If the patient is experiencing a problem, how did the patient present? Signs and symptoms? E. G. Abdominal pain, redness/drainage at port site, fever, no restriction, etc. Vomiting. Pain one evening and dr took out 2cc and pain was relived. Believed to be too tight. Has it been determined/confirmed that the patient¿s symptoms are directly related to the realize band? Yes. Any tests performed to diagnose the issue? Fluoroscopy, endoscopy? Culture? Upper gi- no issues noted during test. How was the problems treated? Surgery? Medication? Non surgery, non medical treatment? Removed the band. Vomiting has stopped so far, but sore from surgery pain. What is the current status of the patient? Doing well¿slightly painful.

Event description:
It was reported by the patient that she had a band placed on (B)(6), 2011 and had recently had it removed due to vomiting and lack of weight loss. The band removal was performed on (B)(6), 2014. The surgeon told her "it sometimes does not work." She had multiple adjustments before removal and was unable to achieve the weight loss results or resolve the vomiting. An upper gi was performed and no issues were noted to the patient. The decision to remove the band was made and the patient is recovering from the removal procedure. She is being prepared for a sleeve procedure, but unsure if she will go through with it. The status of the device is unknown.